Event description:
Status post total left hip replacement in 1999 with recent x-ray ((B)(6) 2011) evidence of polyethylene degeneration and significant osseous lucency surrounding suggestive of particle disease/osteolysis.